Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture.

Event description:
Healthcare professional reported "rupture". Later sales representative reported on behalf of healthcare professional "rupture". Later healthcare professional reported "desire for larger implants", "ruptured", "sillicone granulomas" and "hole, non-specific". This record is for the left side. Device has been explanted.